Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert due to counts to the sensing integrity counter (sic), non-sustained tachycardia and an increase in impedance was also noted. No patient complications have been reported as a result of this event.